Event description:
The initial reporter stated they received discrepant results for one patient sample tested with calcium gen. 2 on a cobas integra 400 plus. The sample initially resulted in a calcium value of 15.7 mg/dl. The patient questioned the result. The sample was repeated, resulting in a calcium value of 9.5 mg/dl.

Manufacturer narrative:
The integra 400 plus analyzer serial number is (B)(6). Quality controls were acceptable on the day of the event. The customer stated that calibration was acceptable. No sample related alarms were observed. The investigation is ongoing.

Manufacturer narrative:
A general reagent issue was excluded since calibration and qc data were acceptable. The investigation did not identify a specific product problem. The cause of the event could not be determined. The issue was consistent with pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility.